Event description:
Eleven years ago, I gave my self a "boob-job." Overnight, I went from an almost "a" to a full "c." I used the saline implants. It was one of my best investments and I loved the way I looked and felt. Last year, I wanted to try silicone implants because I heard they were safe and more natural feeling. A well-respected teaching hosp nearby was conducting a clinical research trial for women who wanted to try silicone. In order to qualify, there had to be a problem with my saline implants. I was experiencing some wrinkling due to recent weight-loss, so I was eligible for the program. Almost imediatley following the surgery, I became ill. I had taken my family to another country for the holidays and I believed for several months that I had picked up a "bug" there. My symptoms continued to worsen through all of this year. (Dizziness, fatigue, blurred vision, severe back pain, tingling hands and feet, ringing in ears, etc) I have spent all of 2006 in the offices of neurologists, rheumatologists, psychiatrists, my primary care physician and one night in the emergency room. No one could explain what was going on, but the general consensus was that I had fibromyalgia. Ten months later, I noticed that my breasts were beginning to harden and were very tender. I went to the plasti c surgeon who performed the silicone implant surgery. He determined that I had capsular contracture. At the same time, I began to research problems with silicone implants. My symptoms were the same as many women who received silicone implants. My symptoms were also consistent with platinum poisoning. Platinum is the material used to make the silicone implants more gel-like. One month ago, I had the silicone implants removed. My health has improved dramatically during the past month. Many of my health issues have disappeared or have lessened considerably. Two months ago, I believed I was dying, I prayed for direction, because I thought I had exhausted every medical option. It wasn't until I made the connection to the silicone implants that things finally came together. Because I never had any problems with my 10-year old saline implants. I never guessed that my health issues could be connected to my new, silicone implants. I am very concerned that many women in similar research studies would make the same assumption. Many breast cancer pts receive the silicone implants every day. Please remind women that all implants are considered "foreign objects" and are a potential health risk.